Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing 600 occurrences of molding defects during use. The following has been provided by the initial reporter: bowed tube. Customer found bowed tube during analytical phase. Bd clinical team investigated incident rate and location of bowed tube. Incident rate: 5~10 ea among 100ea. Location : middle of shelf pack. (Out side tubes are normal).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bowed tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found experiencing 600 occurrences of molding defects during use. The following has been provided by the initial reporter: bowed tube. Customer found bowed tube during analytical phase. Bd clinical team investigated incident rate and location of bowed tube. Incident rate: 5~10 ea among 100ea location : middle of shelf pack. (Out side tubes are normal).